Event description:
A customer reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, successfully resolving the issue, and the customer was able to restart the sensor session without further errors.